Manufacturer narrative:
Additional information was added to h3, h6 and h10 correction to d2a: common device name and d2b: classification code *h10: the actual device was not available; however, the device was evaluated on-site by a local technician. The technician did not provide any information outside of the leak to the u9000 device. In the absence of a device sample, no further testing could be performed. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed on the exterior outer section of the ak 96 machine from a u9000 set during hemodialysis therapy. Therapy was stopped approximately one hour prior to the designated end time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.